Event description:
It was reported that the insulin pump alarmed during the prime process. Nothing further reported.

Manufacturer narrative:
The insulin pump received with alarms during the prime test due to loose drive support disk.